Event description:
Boston scientific crm received info that prior to pocket closure the device was checked with a pacing system analyzer and the measurement numbers looked good. Once the pocket was closed, the device was checked with a programmer and no capture was observed at 6.5v. The pocket was reopened and the right ventricular (rv) lead was repositioned approx ten times before regaining capture at 1.2-1.5v. Impedance measurements remained at 1100 ohms throughout the entire procedure. At this time the product remains in service. If additional info becomes available, this event will be updated as necessary.